Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. D4: unknown UDI due to unknown list and lot number.

Event description:
The event was reported to ICU UK medical ltd via mhra. The report stated: "a patient was training in center for home hemodialysis via a left sided central venous catheter (cvc). To reduce infection risks we use the tego on the cvc in these patients. 3hr 50 mins into dialysis the patient noticed something warm under her jumper and found the venous blood line from the dialysis machine had become disconnected from the tego. The patient was tended to and thankfully, other than 200-400ml (estimated) blood loss, the patient did not come to serious harm. Unfortunately, the tego used was discarded. On investigation it was found several potential issues that were felt warranted further investigation: it is possible to connect the dialysis blood line to the tego, not do up the luer lock at all and have a relatively secure dialysis connection. With a small amount of force (ex. The patient moving) the blood line can be pulled out of the tego. It is possible to over tighten the tego quite easily, potentially for 2 reasons, that can have serious consequences. Firstly, the tego lacks the usual luer lock thread on the end but instead relies on two very small "shoulders" that screw into the internal thread on the blood lines. The end of the blood line does not tighten against a solid surface but a compressible silicone rubber type material. As such the blood line can easily be overtightened and the thread essentially skips off the shoulders and back to it's "start position" enabling the blood line and tego to be easily detached from one another. On alerting other home dialysis patients to a potential issue, one had noted that she changed the tegos more regularly as she felt with use, they became loose (she changed them twice a week rather than once a week)."

Manufacturer narrative:
Additional information d9. No tego product samples; videos or photographs were returned for investigation. The device history review was not conducted as no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.